Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.